Manufacturer narrative:
The insulin pump button error alarm due to moisture damage keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery test. The insulin pump was received with cracked reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm and experiencing high blood. The blood glucose at the time of the incident was 382 mg/dl. The customer states ther insulin has been out of control and they treated with a manual injection. Troubleshooting was not able to resolve the issue. The device will be returned for analysis. The customer did not experiencing any symptoms. The customer did contact their healthcare professional and does have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. The customer noted one air bubble when they performed the fill tubing. There were no site or insulin issues. The device settings were correct. The device history was reviewed and noted a button error alarm. The device will be returned for analysis.